Manufacturer narrative:
H4: corrected. D3 - postal code, h3, h4, h6: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The lot history review was performed, and it was confirmed that there were no previous conformities noted. Functional testing was performed by inflating the tracheal tube using syringe and was placed under water. A leakage was observed from inflation valve. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leaking endotracheal tube. Event occurred immediately on use. There was patient involvement, but unknown patient harm or adverse event reported.